Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that the patient had experienced some syncopal episodes. The patients right ventricular (rv) lead exhibited high thresholds and loss of capture. The lead was removed and replaced. Even after the lead replacement the loss of capture still persisted. The physician felt there was a pacing problem with the implantable pulse generator (ipg). The device was removed and replaced and the loss of capture was no longer seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.